Event description:
(B)(4). Throughout the day and; periodically during sex I have severe cramping pains that embolize me tremendously. I feel as if something is jabbing into my skin around my lower stomach.